Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is normal; slightly indented. Blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Device received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.